Event description:
During field service installation, the service tech reported that a "central control monitor (ccm) defective, call terumo service" error occurred. No other details regarding the nature of this event were provided. Since the event occurred during field service installation, there was no pt involvement.